Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient got in a bad car accident and the device was not really working. It was confirmed by not working the patient meant the device was not helping their symptoms. The device had not been helping their symptoms since the accident. They did not feel stimulation. They had an appointment on (B)(6) 2021 at 2:30 pm. The healthcare provider told them to call the manufacturer and ask that a manufacturer representative be there. An email was sent to a representative.